Manufacturer narrative:
Product evaluation: the device evaluation was performed based on an event description as reported to gore in the smartsolve complaint as the device was not returned for analysis. Based on the findings from this evaluation, the physician¿s observation that ¿a lock pin was dislodged and protruded¿ could not be confirmed. Without a physical sample, the likely cause for the physician¿s observation of ¿a lock pin was dislodged and protruded¿ could not be determined from the information provided. H6: removed investigation conclusion code d16 and added code d15.

Manufacturer narrative:
Evaluation codes: b20, the medical device was not returned to gore for direct analysis, therefore, a direct product investigation could not be performed. C19, a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. C21, a conclusion has yet to be established as the product evaluation is ongoing. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses and gore® dryseal flex introducer sheath (dsf). During the treatment, when inserting a trunk-ipsilateral component into a valve of a 18 fr dsf, a popping sound was heard. The component was suspected to be damaged, and when it was removed, the valve was ruptured and bleeding occurred. The valve was twisted to stop the bleeding and a new 18 fr dsf was used. Upon closer looking at the component, a lock pin was dislodged and protruded. Since no replacement device was available, the decision was made to use it as is. The new 18 fr dsf was inserted above renal arteries. The component was inserted slowly so that the lock pin didn't hit the valve with decreasing the valve's injection volume. Still, bleeding was slowly observed, so the component was inserted with continuous infusion of saline into the valve to prevent bleeding. The component was deployed distally and the delivery catheter was removed. Dsf was replaced again, cannulation was performed, and then the procedure was completed. Some bleeding was observed, but no transfusion took place. The patient tolerated the procedure. Reportedly, the lock pin had been dislodged, so the use of the component was hesitated, but there was no alternative device, and after discussing with the physician, the component was used because the dsf was inserted above the renal arteries and the component passed through the sheath, so there was no risk that the lock pin would damage the blood vessels etc. In the body. It was not able to confirm when the lock pin was dislodged.